Manufacturer narrative:
Initial reporter facility name - (B)(6). Initial reporter address - (B)(6). Initial reporter state - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the filling port of a small volume infusor was missing. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction to b5, d4: catalogue #. B5: replace fill port with (fill port cap). H10: the device was received for evaluation. The sample was not returned in its original unopened package. Visual inspection was performed using the naked eye which observed the fill port cap was missing. The reported condition was verified. The cause of the condition could not be determined; however, the probable causes could be due to manufacturing or user related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.